Manufacturer narrative:
Three opened trocar blade handle assemblies were received for the reported is of the trocar valve did not close properly. Samples 1 and 2 had trocar cannula/hub assemblies on the blade handle assemblies, and sample 3 had no cannula/hub trocar assembly on the bade handle assembly. The returned samples were visually inspected. Samples 1 and 2 were found to be nonconforming for an extra slit off the silicone septum slit. Sample 3 was not evaluated due to no cannula/hub assembly returned. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there are five additional complaints associated with the lot for the reported issue. The exact root cause for this complaint is unknown; the damaged condition of the valve could have contributed to the reported event; how and when the valve became damaged cannot be determined from the evaluation performed. The exact root cause for this complaint is unknown therefore specific action for this complaint cannot be taken. An acceptance quality inspection is performed to ensure product meets release acceptance criteria. This inspection includes evaluation for damaged valves. Complaints are reviewed and monitored at regular intervals to evaluate effectiveness of actions taken. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. A product sample has been shipped; however, it has not been received for evaluation at the manufacturing site. (B)(4).

Event description:
A customer reported that the valved trocar did not close properly during a procedure. The product was replaced and procedure completed with no patient harm.